Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2017 with the following findings: a review of the black box and pump history showed no data from the time from the time of the short battery life due to continued use. The black box did show low battery voltage immediately following a battery change. The pump electrical draws were tested and were within specifications. The rewind, load, and prime testing was performed successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.